Event description:
Device 1 of 6. Reference MFR report: 1627487-2013-24098, 24099, 24100, 24101, 24102. The pt is implanted with two scs systems and it is undetermined which device (s) are affected. All possible devices are being reported. It was reported the pt experienced a fall and since the pt is experiencing stimulation at her ipg site and on her left side. A system diagnostics showed multiple invalid contacts. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.